Event description:
A malfunction was reported on the pump that displayed malfunction code 9, with the customer unable to reset the pump as it would not turn off. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections as backup therapy. The customer was also advised to allow the pump¿s battery to deplete fully before returning it and received instructions for handling the replacement pump.